Event description:
Using dr. Browns steam sanitizing bag to sanitize baby bottle parts in the hospital setting. Closed bag per instructions and microwaved after adding bottle parts and water. Upon completion of microwave time, picked up bag per instructions, carefully avoiding the steam vent, but top spontaneously popped open with steam escaping in an unexpected location, causing a second degree steam burn to the hand. The instructions say to close bag securely. Person affected believed that had been done, but there is no way to visually verify that the seal is complete and/or will remain intact at the time the bag is removed from the microwave.